Event description:
It was reported that after the customer inadvertently dropped the pump, the touchscreen cracked and pump was unreadable. The customer¿s blood glucose was 105-120 mg/dl. The customer reverted to alternate insulin therapy.